Event description:
Physician reported right side capsular contracture baker grade unknown. Device remains implanted.

Manufacturer narrative:
Initial reporter- zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Manufacturer narrative:
Continued additional e1 email address: (B)(6).

Event description:
The device has been explanted and replaced.

Event description:
Physician reported a baker grade iii for the right side capsular contracture.

Manufacturer narrative:
Additional, changed, and/or corrected data.